Manufacturer narrative:
The reported issue was addressed with phone support. An isi field service engineer (fse) followed up with the site and was advised that the suspected patient side cart (psc) was removed from the procedure and hard power cycled, which resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required. A system log report review was performed by the isi tech support engineer (tse). Per the review, the issue occurred during an adrenalectomy procedure on (B)(6) 2022 using system (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to a new patient side cart after the start of the procedure due to universal surgical manipulators moving freely with uncontrolled motion. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, all of the arms were swinging and moving. The customer rebooted the system, but the issue remained. The customer swapped to another patient side cart (psc). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs, which did not reflect any system related issues. The procedure was completed with no reported injury. Isi attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.